Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath which was noticed only after the cryoablation catheter was removed from the sheath. No issues were noticed with the sheath during the procedure; the procedure was completed without incident. After the catheter was removed from the sheath, the valve of the sheath was noted to have blood backing up. The sheath was removed from the patient and manual pressure held to the patient's groin site. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.